Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is iii. The patient has a history of hypertension, diabetes, and periodontal disease. The patient presented on (B)(6) 2022 for a primary procedure on tooth #28. The patient returned on (B)(6) 2022, within three weeks of implant placement, with complaints of minor discomfort. Upon examination, the provider noted bone loss. It was determined that the implant failed to integrate, and the device was removed. The patient is currently healing. Based on the dates noted in the questionnaire completed by the provider, a medical opinion was sought, and it was determined that because the implant was placed and removed in such a short time span, it lacked stability.

Manufacturer narrative:
The device has not been returned. If/ when the device is returned an investigation will be carried out and a supplemental report will be submitted. This complaint will be kept on record for track and trending purposes. Patient's race was not recorded at the time of office visit.

Manufacturer narrative:
CAPA 2023-006. The device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results: the DHR was reviewed for lot#6115974 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: there was no stock product from lot#6115974 available for review. Investigation methods/results: the customer has not returned the complaint part for investigation to date. However, the non-visual device investigation has been completed. Root cause: "lack of primary stability" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Per the reported information, the patient has a history of hypertension, diabetes, and periodontal disease. IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in the contraindications section: "hahn tapered implants should not be placed in patients discovered to be medically unfit for the intended treatment. Prior to clinical intervention, prospective patients must be thoroughly evaluated for all known risk factors and conditions related to oral surgical procedures and subsequent healing. Contraindications include but are not limited to: vascular conditions, uncontrolled diabetes, clotting disorders, anticoagulant therapy, metabolic bone disease, chemotherapy or radiation therapy, chronic periodontal inflammation, insufficient soft tissue coverage, metabolic or systemic disorders associated with wound and/or bone healing, use of pharmaceuticals that inhibit or alter natural bone remodeling, any disorders which inhibit a patient's ability to maintain adequate daily oral hygiene, uncontrolled parafunctional habits, insufficient height and/or width of bone, and insufficient interarch space." IFU 570 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin.

Manufacturer narrative:
Additional information: e1, h6 (type of investigation). Corrected information: b5, g1, h6 (medical device problem code, investigation findings, investigation conclusions). Health effect - clinical code 1908 was reported in the initial report, however, this is a pre-existing condition and not caused by the reported event. CAPA ca-00016. Manufacturer reference: (B)(4).

Event description:
It was reported that the hahn tapered implant failed. The patient's bone type is iii. The patient presented on (B)(6) 2022 for a primary procedure on tooth #28. The patient returned on (B)(6) 2022, within three weeks of implant placement, with complaints of minor discomfort. Upon examination, the provider noted bone loss. It was determined that the implant failed to integrate, and the device was removed. There was no patient injury and no infection reported. The patient is current status was reported as undergoing a 4 month healing process.

Manufacturer narrative:
Corrected information: h6. The device investigation has been updated and the results are as follows: stock product reviewed results: the stock product for lot #6115974 is not applicable for review since the issue is customer related. Investigation methods/results: product was noted to have been shipped by customer; however, the device has not been physically accounted for and sent to the complaint's team for analysis. Therefore, it is presumed lost at this time, CAPA 2024-005 was opened for RMA lost product. The non-visual device investigation has been completed. Root cause: "failure to osseointegrate" is a common complaint in regard to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft, or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU-570 rev 3 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU-570 rev 3 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." CAPA ca-00016. Manufacturer reference: (B)(4).